Event description:
A customer reported a system message related to a re-priming displayed and system locked during a procedure. The case was converted to an extracapsular cataract extraction procedure with intraocular lens (iol) implant to complete the case. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).